Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The baseline gender/age characteristic is male/78 years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Leadless permanent pacing: a single centre australian experience heart lung and circulation 2019; 28(11):1677-1682. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a leadless pacemaker (lp). The authors described cases where implantation failed in one patient due to inadequate sensing (poor r wave), in one patient, the lp dislodged acutely following release of the tether and lodged in the left pulmonary artery. The device was successfully retrieved and two days later a lp was implanted successfully without complications, and one patient developed significant pleuritic chest pain post procedure. An echocardiogram showed no evidence of a pericardial effusion. The patient was discharged the following day with simple analgesia and the symptoms resolved spontaneously with no sequelae. The disposition of the devices associated with the first two events listed above is unknown at this time. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.